Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the meter and strips. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips were reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 195 mg/dl, 53 mg/dl, 40 mg/dl, 42 mg/dl, 39 mg/dl, 39 mg/dl and 39 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 195 mg/dl, 53 mg/dl, 40 mg/dl, 42 mg/dl, 39 mg/dl, 39 mg/dl and 39 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 195 mg/dl, 53 mg/dl, 40 mg/dl, 42 mg/dl, 39 mg/dl, 39 mg/dl and 39 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the meter and strips. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips were reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 - addtl mfg narrative was incorrectly documented in follow up report #1. The section  h10 - addtl mfg narrative has been correctly updated.